Manufacturer narrative:
It was reported that the patient's magnet was replaced under mild sedation on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on march 14, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The clinician had followed the manufacturer's instructions for use of MRI. Surgery to re-position the magnet is planned but has not taken place as of the date of this report.